Event description:
It was reported that the patient presented for a procedure. During the procedure upon testing all pacing vectors, capture was unable to be detected. Lead reposition was attempted with no success. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.